Event description:
It was reported that the implantable cardiac defibrillator (ICD) had reached elective replacement indicator early. Also reported was chronic high thresholds and low impedance on the right ventricular (rv) lead, causing high output of the device. The ICD was explanted and replaced. The rv lead was capped and replaced. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.